Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported excessive bleeding at the abdominal site at the time of the sensor insertion. The sensor was inserted on (B)(6) 2019. Date of event and sensor insertion is an approximation. The bleeding lasted a little over a minute. The mother removed the sensor, cleaned the site with alcohol, and applied pressure. The patient was seen by the endocrinologist who told them that bleeding can occur with insertion sometimes and this was normal. No intervention was provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.